Event description:
It was reported to boston scientific corporation on october 10, 2008, that a wallstent rx biliary endoprosthesis was placed in 2005, without any complication. According to the complainant, at about one month later, tissue ingrowth was noted during a scheduled stricture revision; the event was noted as "mild in severity, serious, and definitely related to the device." It was further reported that rat tooth forceps and a snare device were used to remove the wallstent rx biliary endoprosthesis on the same date.

Manufacturer narrative:
The source of the event info is an investigator-initiated study, "biliary metal stent removal - a comprehensive retrospective case review". The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the device is not available for return.